Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coiled cap of a small volume infusor separated from the housing. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured june 7, 2015 - june 9, 2015. The device was received for evaluation. Visual inspection revealed that the pink coil cap had separated from the housing. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.